Event description:
Customer reported the battery charger is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. System operates as intended.